Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call possible site or set occlusion. Customer's blood glucose level was 300 mg/dl. Customer advised during a bolus attempt there was a no delivery alarm.